Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The balloon was inflated with 20cc, and when nurse deflated balloon with 10cc, unable to remove catheter due to resistance. Nurse inserted solution back into balloon and tried multiple times to deflate the balloon without success. 30cc slip tip syringe was tried. The catheter balloon port looked like it was clasping. The balloon port was then cut above the valve with no success and urologist was consulted. Urologist stated that multiple attempts were made to deflate the balloon. Able to insert the catheter to the hub however still unable to deflate the balloon. Attempted to deflate balloon with straight tip sensor wire with some success however not all 20cc appeared to drain out. Urologist also assisted with attempting to deflate the catheter balloon, straight tip guidewire utilized, and small amount of fluid noted from inflation port. Catheter was still draining yellow urine well. Patient will be monitored for several more hours and if unable to deflate will planned for operation room. Urologist will continue to follow along closely and wire still in place.